Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
A flashcard containing additional information from the physician's handheld device was received and evaluated. The programming history database was reviewed after the additional information from the flashcard was added. During the review of the programming history database, it was noted that the patient was programmed and interrogated on one more date, (B)(6) 2015. Though the new information was taken into account, the battery life calculation still showed approximately 1.5 years remaining.

Event description:
It was reported that the vns patient¿s device could not be interrogated by multiple programming systems during an office visit on (B)(6) 2015. The device was last successfully interrogated in (B)(6) 2014. The physician believed the device had reached end of service as the device had been implanted for over five years and the device was programmed to a high duty cycle. A battery life calculation using the available programming history showed approximately 1.5 years remaining. Review of the decoder data showed that the battery voltage measured 2.853v (non-ifi condition) on (B)(6) 2014. The patient underwent generator replacement surgery on (B)(6) 2015. The device was again unable to be interrogated prior to the procedure using known working programming systems. The explanting facility discarded the explanted device; therefore, no analysis can be performed. No further information relevant to the event has been received to date.